Manufacturer narrative:
The field service engineer (fse) went onsite and determined that the main board required replacement. The fse replaced the main board to resolve the issue. The device was operational after replacing the main board.

Event description:
The customer reported device does not start - no sound as well. It is unknown if the device was in use at time of event, and there was no adverse event reported.